Manufacturer narrative:
D10 concomitant product: sigtrsb60amt 60mm med thk reinforced rel (lot#: n3h2618y); sigphandle, sig power sigphandle handle (serial (B)(6); sigpshell, sig power sigpshell control shell (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracoscopic lobectomy, the step of resecting the pulmonary parenchyma started firing, but the firing stopped midway. The display could not be observed, and a sound rang. After release, the reinforcement sheet was cut with forceps and removed. When a new cartridge was used, there were no problems with firing. There was no patient injury.